Event description:
It was reported that during the procedure, the tip of the instrument broke off. No backup device was available to complete the procedure. No patient injuries nor delay were reported.

Manufacturer narrative:
Foreign zip code:(B)(4). One 7209160 180 degree right cuff stitch instrument reported on. This complaint is for an 8 year old reusable instrument. Due to product unavailability, physical evaluation, full investigation and conclusions were not definitive. Factors affecting device performance include: device ability, surgical ability and surgical site preparation according to instructions for use (IFU). If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will be revisited. Factors that may affect device performance include: device ability, use methods, procedure location, bone condition, care and cleaning. Influences that could compromise product performance or integrity that are unrelated to manufacture include: unexpected bone condition/density. Condition, age and care of reusable product. Inadvertent stress, pressure or excess torque applied. Entanglement with other instruments or devices during use or cleaning. Per IFU: ¿as with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure. Do not use these instruments as levers for manipulating hard tissue or bone. Excessive force should not be applied to the instrument when manipulating soft tissue, bone, or hard objects. Misuse of these instruments may result in bent distal tips or jaws; and dull or uneven cutting edges.¿ no root cause related to the manufacturing of this device was confirmed. Final product met predetermined specifications upon release to distribution. Updated.